Event description:
It was reported that the right atrial (ra) lead may have perforated the right atrium and caused a pneumothorax in the patient. This was observed after implant during a chest x-ray. Subsequently, a revision procedure occurred and the ra lead was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead may have perforated the right atrium and caused a pneumothorax in the patient. This was observed after implant during a chest x-ray. Subsequently, a revision procedure occurred and the ra lead was repositioned. No additional adverse patient effects were reported.